Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a chemoclave® bag spike with additive port dry spike had particulate matter on the intravenous (IV) tubing drip chamber after spiking a ch-12 bag spike connected to a vincristine bag which was found by the registered nurse (rn) prior to patient use. The tubing was replaced and therapy was resumed. Upon inspection by the oncology pharmacist, it appeared that the spike from the tubing set sheered off a large sliver of plastic from the inner surface of the port. There was no patient harm reported. No additional information is available at this time. This is one of two reports.

Manufacturer narrative:
Dislodged portions of what appear to be the diaphragm of the ch-12 dry spike adapter were observed and confirmed in the drip chamber and in the tubing distal of the mating device drip chamber. When the mating device drip chamber spike was removed from the ch-12 dry spike adapter the diaphragm of the ch-12 dry spike adapter was torn and pieces were missing. This type of particle generation is typical of twisting the mating device spike back ad forth into the ch-12 dry spike adapter thus tearing the diaphragm during use. The dfu states: if utilizing a dry spike adapter: spike set straight into the dry spike until the membrane is punctured and rotate the set with one full turn in one direction. Do not twist back and forth. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.